Event description:
Pt for CT scan. Came to dept with IV to right antecubital on pump. Line connected to contrast injector after flush. At start of injection, pt complained of being wet. Tube had split at most distal end of pump. New tubing hooked up and flushed.